Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned and found to pass all dimensional and functional specifications. The screw head was found in the locked position upon receipt, indicating that it had been released from the head inserter and locked. Wear on the edges of the clamps in the screw head indicate the possibility that it was not fully seated on the screw before release. It was stated during investigation that the surgeon did not use the recommended method of ensuring proper engagement, pulling up on the screw head after releasing the inserter handle to verify a fully connected screw head. It is possible that the screw head had not been fully locked to the screw and detached after surgery as a result. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that during review of post-operative x-ray, the screw head was found to have disassociated from the screw requiring revision surgery.